Manufacturer narrative:
The insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, and a scratched display window noted during visual inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a cracked reservoir tube lip, cracked battery tube threads, and a scratched display window. (B)(4).

Event description:
The customer reported via phone call that he had an insulin pump and kept receiving a no delivery alarm for the last couple of days. Customer stated that he has changed his set/reservoir at least 6 times in the past 3 days. Customer stated that the alarm is occurring at present time while he is attempting to do the fill tubing process. Troubleshooting was performed and customer received a no delivery alarm as he went to do the fill tubing process. Customer stated that the alarm occurred during manual prime. Customer stated that the issue has not been resolved. Customer stated that the insulin did exit the tubing during manual plunger push. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.